Manufacturer narrative:
It was reported the patient underwent skin revision surgery and placed under general anaesthetic (date not reported). Device details updated. This report is submitted on 9 october 2020.

Manufacturer narrative:
This report is submitted on august 17, 2020.

Event description:
Per the clinic, the patient experienced recurrent skin irritation and swelling at the abutment site, and subsequently was treated with oral and topical antibiotics.